Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an underinfusion with a one link set. The one link had to be removed and the set connected directly to the hub. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.